Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent vibration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Functional testing was performed and passed all relevant testing. Audio/vibration testing with the dexcom global receiver communication tool was performed and passed. "Try-it" audio/vibration testing was performed and passed. Speaker audio and vibrator intermittent testing were performed and passed. The speaker and vibrator resistance were measured and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.